Event description:
Right shoulder arthroscopy - serfus instrument broke inside patient. Arm leaving piece inside. Able to retrieve piece completely. Dose or amount: na. Dates of use: na. Diagnosis or reason for use: na.